Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, erosion, infection, extrusion, infection, urinary problems, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was furthermore reported that the plaintiff died. The cause of death was reported as adult respiratory distress syndrome due to pneumonia and cerebral vascular accident. Related to MFR reports 2183959-2014-10668, 2183959-2014-10600.

Manufacturer narrative:
This was initially reported on the summary report dated june 30 2014 under exemption (B)(4). Lawyer filed report.